Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that over the course of eight years of implanting this brand of intraocular lens (iol), she has noticed that glistenings are becoming more "progressive." She reported that, although this is not visable to the patients, this phenomenon has become disturbing to her. Impact on the patients is unknown. Additional information has been requested.